Event description:
During troubleshooting for a related report, the home patient (hp) stated he had disconnected but started over with the same supplies. The hp stated he was on a fishing trip. The technical service representative (tsr) instructed the hp not to use the same supplies as they were compromised. The tsr advised the hp to start over with new supplies and call back for further troubleshooting if necessary. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). Baxter contacted the nurse regarding the use error. The nurse stated that she was not aware of this issue. The nurse stated that the patient is doing fine and continuing therapy without any issues. The nurse would review proper procedures with the patient. No patient injury or medical intervention was indicated. This complaint for a user error was confirmed. The cause was determined to be the patient disconnected and reconnected using the same supplies. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.